Manufacturer narrative:
Device not available.

Event description:
It was reported that after an audion eustachian tube dilation the patient sneezed/coughed forcibly and presented with a subcutaneous emphysema in the neck area. The patient was taken to the hospital for observation and kept overnight. No additional medical intervention was taken.